Manufacturer narrative:
The subject device was returned to the service center and the evaluation confirmed the scope socket slider switch is defective as it is not detecting scope removal and is causing flashing led¿s at the front panel. In addition, the lamp door wrench and spacer are missing .olympus lamp is over 500 hours and the light output is below specifications. The device was repaired and returned to the user facility. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The likely cause of the front panel led¿s blink and slider switch of the output connector malfunctions are due to age deterioration since about 7 years have passed since the device was manufactured. The legal manufacturer will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The clinical engineer at the user facility reported, during inspection before use the evis exera iii xenon light source's front panel socket on slider was not working properly and the unit was flashing. There was no patient involvement at the time of the event. The intended procedure was completed using a similar unit. There was no death or serious injury and no adverse outcome to the patient.